Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was not flowing. There was no hole in the foley catheter, so urine was not coming out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was not flowing. There was no hole in the foley catheter, so urine was not coming out.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter. Upon visual inspection blockage was present in drainage funnel. Also received 5 photo samples: 1) overview of catheter. 2) top view of blockage point present. 3) end of catheter with deflated balloon. 4) inflation cap. 5) top view of tray packaging. Therefore, the reported event is confirmed and does not meet specifications per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". The labeling is found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was not flowing. There was no hole in the foley catheter, so urine was not coming out.